Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 107755 with the following internal serum/plasma samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 107755 were reviewed. This lot met the required release specifications. A review of the complaints reported as (B)(6) related to lot number 107755 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A customer reported a (B)(6) antibody (ab) results on a serum sample with the alere determine hiv-1/2 ag/ab combo test, kit lot # 107755. Repeat testing was performed on the same day with the original serum sample on kit lot # 109895, yielding (B)(6) results. Additional repeat testing was performed on the same day with the original serum sample on kit lot # 107755, yielding (B)(6) results. Confirmation testing on the centaur xp 4th generation hiv test was (B)(6); confirmation testing results for hiv rna and hiv qualitative are pending. The patient was reported as a non-pregnant female. No art was given based on the alere determine hiv-1/2 ag/ab combo results.